Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Fifty-three samples were provided to our quality team for investigation. Thirty-two samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-two samples expelled the solution with a normal flow. Ten samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number 2024137. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information was provided.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 305916, batch# 2024137. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Product complaint - customer called to report that when the needle is inserted on a prefilled syringe to expel air, they are unable to expel air, and it will not let out. This was first discovered last month and they tossed out the box, and last night 08/20 same thing happened from the same lot number. No pt harm or injury, ref: 305916, lot 2024137. Sample is available, customer request replacement, please send 1 cs replacement.